Manufacturer narrative:
The pod arrived partially deployed. The linkage assembly was partially extended, with the slide insert partially visible through the top housing window and the formed needle exposed beyond the bottom housing. The slide insert and slide retract were observed to be damaged, preventing the needle mechanism from deploying as intended. Contact was observed between the chassis and slide insert as a result of the insert being misaligned. The misaligned slide inserted resulted in collision with the chassis, causing splintering of the slide insert and slide retract, ultimately preventing the needle mechanism from deploying, and thus retracting, as intended. The misaligned slide insert is confirmed as the root cause of the reported needle mechanism complaint.

Event description:
It was reported that the needle mechanism did not retract as intended. This indicates a needle mechanism failure. The pod was worn longer than 48 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.